Event description:
Related manufacturing reference number: 2017865-2022-06512, related manufacturing reference number: 2017865-2022-06513. It was reported that the patient presented in clinic for a follow up with an implantable cardioverter defibrillator that delivered inappropriate shock due to over-sensed noise by the right ventricular and atrial leads. No interventions were reported, lead extraction was discussed. Additional information was requested but not received.